Event description:
Related manufacturer report numbers: 2916596-2022-00385 and 2916596-2022-00387. It was reported that the patient called their ventricular assist device (vad) coordinator stating that they had low flow alarms followed by a total loss of power, lights, and sounds on their system controller. The patient had been on battery power at the time of the event and was instructed to change out their system controller. This controller exchange did not resolve the issue, so the patient presented to the emergency room where their pump was found to still be off and without power. Upon this admission, their vad coordinator attempted to restart the pump, with no resolution. The patient was then given a new modular cable and system controller, which resulted in a power rise to 20 watts with no readings of flow or speed. The system controller stopped working shortly after this exchange, due to the extreme rise in power, and did not respond to any buttons being pushed. The power module failed as well and displayed a red battery advisory. Technical services reviewed the log files and it appeared there was an issue found downstream of the redundant power lines in the driveline and both power line fuses, a and b, opened at the same time. This issue was indicative of an issue with the pump. The patient was tolerant to the pump being off, but was quickly brought into the operating room for a pump exchange.

Manufacturer narrative:
Multiple attempts were made to obtain the patient's weight and initials; however this information was not obtained. Related MFR# 2916596-2022-00385 reports the issues found on the pump. ((B)(4)). Related MFR# 2916596-2022-00387 reports the system controller exchange performed by the vad coordinator at the hospital. ((B)(4)) no additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Main investigation conclusion: the reported event of a low flow alarm followed by the controller alarming can be confirmed. The evaluation of the returned system controller serial number (B)(6) revealed that both fuses were open. As a result, the system controller was not able to operate the test pump during analysis. The fuses were replaced and the system controller operated the test pump as expected. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. The log files were successfully retrieved from the system controller. The event log file contained data recorded from (B)(6) 2022. The recorded information revealed that the system maintained the set speed with no interruptions until (B)(6) 10:36 am when low flow, lvad off, and controller internal fault alarms became active. The alarms were associated with both fuses being open and com a and com b faults. The periodic log file contained events recorded from (B)(6) 2022 where normal operation was recorded until (B)(6) when both fuses were open and the pump stopped. A specific root cause for the damaged fuses was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, rev c, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev c, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2022-00385, 2916596-2022-00387, 2916596-2022-01411, and 2916596-2022-01407.